Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the issue was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 01:21:09. During night drain cycle five, the patient's ultrafiltration reading was 1776ml, indicating the home patient drained 1306ml more than their maximum programmed fill volume of 2000ml. No additional information is available.